Event description:
It was reported that during a da vinci-assisted incisional hernia surgical procedure, a customer contacted technical support during a procedure to report that they have a recoverable fault on the right console arm. The clinical surgical rep (csr) stated that the fault message recommended power cycling the system but they power cycled with no resolution. The technical support engineer (tse) reviewed the system error logs and discovered repeated 25580 errors reported by the console. The tse recommended for the csr to hard power cycle console and reseat blue fiber cable to the console, but with no resolve. The error returned when the system was powered back on. Tse recommended the csr have customer hard power cycle the console again but for a full minute this time. The csr stated that he will ask the surgeon if she would want to try that again and call back. The procedure was converted to laparoscopy and completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the customer stated that they had to convert to laparoscopy to complete the case with no patient harm or impact. The system was inspected before the surgery with no issues identified.

Manufacturer narrative:
An isi field service engineer (fse) went on site to further investigate the issue and replaced the remote arm controller (rac) boards to resolve the reported issue. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported event. The rac was installed into the test system, and it failed to power up with an error 25580 displayed. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system sk2679. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to laparoscopy after the start of the procedure due to reoccurring recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.